Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer was unable to successfully reload the cartridge and resume insulin therapy because the cartridge alarm recurred. The customer reverted to manual injections for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.